Manufacturer narrative:
The product was returned for analysis and the reported "glistenings and opacity" were not observed. Intraocular lens (iol) returned in 2 segments inside a sample container. The iol segments are immersed in solution. One haptic is broken/torn and is returned, the other haptic is intact. The optic is cracked/fractured and scratched/marked-rejectable. No glistenings observed. Photo review: email with new information from surgeon: this communication contains three distinct photographs. The first photograph is of an iol though an undilated pupil focus on the anterior portion of the lens. There appears to be moderate to dense reflective material through out the entire lens within the slit beam. The second photograph is better focused on the anterior lens and it appears to be a denser reflective ¿material¿ on the anterior surface of the lens. The focus of the beam does not allow for evaluation of anything beyond the anterior lens surface. The glare from the third photograph makes it difficult to determine anything from the photograph. It is difficult to determine with certainty what is causing this rather dense opacification on the anterior surface of the lens. Glistening are fluid filled microvacuoles observed on the optic of an iol when it is in an aqueous environment. They are observed as reflections of light originating from the migration of water within the matrix of a hydrophobic acrylic material. Other possible causes for this condition include debris from the breakdown of the blood-aqueous barrier (e.g. Higher serum components in the aqueous with diabetes and exposure to active ingredients in topical medications). The root cause for the reported complaint could not be determined. Based on the results from the product history record, the product met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, it was noted that lens had glistening and opacity that may require explantation. The surgeon will see the patient again the following week. Additional information has been requested, received and stated lens explantation has be decided, but not done yet. Additional information has been requested, received and stated lens explantation has be done. Quantification of the glistening (tyndall analogy) showed 3+ constant over time, but less peripheral opacification on explantation 1+ and the same for haptics.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).